Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomed dept with a note that indicated n180 and n186 distal occlusion. No tracking information was provided; therefore, specific pt information, pump programming or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken off. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.